Event description:
It was reported that the patients ventricular lead svc impedance showed a decrease in the three days post open heart surgery. The lead remains in use and has not had recheck of the measurements since. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.